Event description:
On 12/10/95, a pt was admitted into the hosp for a gunshot wound to the back. Following extensive surgical repair of the injury, the pt was admitted to the trauma surgical intensive care unit and was replaced on a ventilator. Within an hour of arrival to the ICU, there was difficulty in maintaining acceptable arterial oxygen saturations. The pt required cardiopulmonary resuscitation and eventually expired. There was concern that the ventilator had malfunctioned. The sequence of events was as follows: pt arrived to trauma surgical intensive care unit from operation room and placed upon the ventilator. Settings were: vt 800, f12, fi02 100%, peep 5. At 0310 pt was noted as having frequent pulse oximeter desaturations. Arterial blood gases were drawn. Settings were changed to: vt 1000, f20,fi02 100%, peep 15. The pt continued to desaturate off and on during this period of time. It was noted at 0325 the ventilator was flashing 21% oxygen. The staff immediately began bagging the pt with a resuscitator bag with an attached peep valve set at 15. At this time, a respiratory therapist attempted to troubleshoot the problem by turning the ventilator off and on. The high pressure hoses were also tested. The panel continued to show 21% oxygen. Pt expired at 0335. The ventilator control panel showed the message that the 02 was disabled. The ventilator was removed from service until it could be checked by the clinical engineering dept and until the safety was notified. The autopsy report stated that the pt's death was secondary to cardiovascular collapse. The pt's death was not formally attributed to a mechanical ventilator malfunction. Facilities clinical enginnering department checked the ventilator and tried to duplicate the problem. The problem could not be duplicated. Following the visual and mechanical evaluation and the discussion with MFR, the ventilator was cleared for use and returned to service on 12/15/95. On 12/17/95, again the ventilator malfunctioned while on a pt. The ventilator had been working correctly throughout the day until at 1700 the alarm sounded and a message pf "low 02 inlet pressure" was noted on the control panel. The pt saturations dropped to 84% but were immediately recovered when staff took the pt off the ventilator and manually ventilated the pt. There were no ill effects to this pt. The respiratory therapist attempted to correct the problem at the bedside but the ventilator would not deliver greater than 21% oxygen. The ventilator was removed from service. On 12/22/95, hosp biomed conducted a 10,000 hour overhaul of the unit. Following the overhaul, the ventilator was placed back into service. No problems have been reported since it was put back into service.